Event description:
PICC line lipid infusion set develops bubbles after being primed and known to be free of air bubbles. The only way to remove air bubbles is to open the line which increases the possibility of infection. Recommend investigation into number of incidents and determine root cause.